Event description:
It was reported the valve was explanted due to stenosis. Upon explant, the surgeon noticed fibrotic (tissue) formation on one of the leaflets. The valve was removed and replaced with a st. Jude medical mechanical valve. Additional information has been requested.